Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the initial escalation analysis, the sensor performance deviated from normal behavior at the time of the event. Per the analysis, the RMA was authorized to further investigate the sensor. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time. The root cause could not be confirmed as the sensor RMA was not received. As part of resolution, a RMA was issued for sensor replacement. No further resolution was necessary for this complaint.

Event description:
On december 06th, 2022, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.